Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, the device failed a stem during testing. The device's active exhalation control module was replaced to address this issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was no in pt use.